Event description:
It was reported by the patient that post replacement in 2012, the patient requested the same settings be implemented on the new device, however came to find out that post replacement settings were not as they were previously, resulting in the patient returning back to the emergency room the next day for reprogramming. Currently, the patient complains of swelling and pain of breast. It is noted that the patient has a pending mastectomy and would like to insure that the device retains the same settings post procedure. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 507652, lead, implanted: (B)(6) 2004. (B)(4).